Event description:
The manufacturer received information alleging a ventilator's display was broken. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed (physical damage). The device's display screen was replaced to address the issue.